Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that another company's three stents had been deployed and were overlapping. A voyager nc was being used to postdilate the stents when a perforation occurred. The graftmaster was advanced to treat the perforation; however, it would not cross. Another dilation balloon was inflated for five minutes at the perforation and it was sealed successfully. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. The patient effect of perforation as in the device's IFU, is a known adverse event associated with the coronary angioplasty and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implantation and the perforation was successfully treated with another balloon dilation catheter. However, a conclusive root cause for the reported patient effect, and the relationship to the device, if any, could not be determined.